Event description:
It was reported that after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient was unable to move right extremities. The patient had a computed tomography angiography (cta) and it showed a stroke with a middle cerebral artery (mca) thrombus with a large penumbra area. The physician performed a thrombectomy of the mca as a result of the event.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.